Event description:
It was reported to philips that the device cannot bootup. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint regarding the philips heartstart xl defibrillator, which indicated that it cannot boot up. The extent of patient involvement is unknown. However, there was no reported patient impact or injury. The device was evaluated by an authorized service personnel (asp) to determine the cause of the issue. Upon investigation, it was discovered that the problem was caused by a malfunctioning battery. The battery was replaced and the issue was resolved. The device remains at the customer's site. No further action is warranted at this time.